Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise and out of range high pacing impedances on this atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed possible causes. The patient was to be further evaluated for a possible revision.

Manufacturer narrative:
The lead was explanted and successfully replaced. The device remains in-service.